Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure that the clips did not close. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Instrument a: malformed clip. Instrument b: batch # d9ej1f, exp date: 11/20/2012; MFR date: 12/20/2007. Eval summary: the er320 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and fired scissored clips. The er320 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrment was fully functional and conforming to manufacturing requirements. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.